Event description:
It was reported that the patient had driveline power fault alarms. The patient had visible damage to their modular cable with previously applied rescue tape (cs-203792). There was no visible damage to the system controller. It was planned that the modular cable and system controller were going to be exchanged. The log files were reviewed and confirmed driveline power (a) faults. The pump appeared to be operating within normal parameters. It was recommended that a modular cable and system controller exchange be performed. The equipment was exchanged and the alarm resolved. Photos were provided. The system controller and modular cable were returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable (lot number 6903885) was confirmed via log file analysis and evaluation of the returned cable. The modular cable was returned and tested with the event system controller and passed testing without issue or alarms. The driveline power fault alarms were not reproduced during this test. The modular cable did not pass insulation testing, and the brown wire, responsible for the power a line, was noted to have a raised resistance, especially when manipulated, indicating wire fatigue. Sustained raised resistances in this wire would cause a driveline power fault alarm to activate. The outer layers were stripped, and it was found that the underlying wires of the modular cable were kinked in several places, and the brown wire was found to have exposed conductors. When the damaged areas were manipulated while connected to the system controller and a mock circulatory loop, the alarms were reproduced. A review of the submitted and downloaded log files from the reported event date of 30oct2024 showed a driveline power fault alarm activating at 00:40 due to intermittent fluctuations of the power a signal below the alarm threshold. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The driveline was disconnected at 12:25, consistent with the reported controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged and that the exchange resolved the alarms. The root cause was determined to be due to damage to the modular cable, but the root cause of the modular cable damage could not be conclusively determined. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.